Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found two broken grip cables at slots 6 and 7 of the wrist. There was some debris located at the site of the breakage. No other cables were damaged at the wrist. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that the vessel sealing instrument cable wire was noted to be broken prior to starting a da vinci surgical procedure. No patient harm, adverse outcome or injury was reported.